Event description:
In 2002, the cryopreserved pulmonary valve and conduit was implanted into a pt of unknown medical history during a pulmonary valve replacement. Per the report received from the surgical facility, the valve became "infected" post-op and required replacement with another cryopreserved pulmonary valve and conduit (approximately 4 weeks later). Additional surgical notes and patient medical records have been requested, but not received to date.